Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an alert 4 occurred indicating data log corruption and that data was missing from the pump history. The customer reported a blood glucose (bg) level of 187 (mg/dl). The current pump will continue to be used for diabetes management.